Manufacturer narrative:
Visual examination of the working element finds charring/carbon deposits on the inside of the actuator block coincident to the area where the cord attaches to the electrode. Also returned with the working element is the supersect cord and button electrode. The distal end of the electrode is burned. Also noted are charring marks on the cord. All other functions of the working element are working as intended. The charring/carbon deposits on the actuator block and electrode were likely caused by an incomplete assembly of the electrode to the cord, which may have in turn been caused by the noted mis-assembly of the instrument during the procedure.

Event description:
During a surgical procedure, a puff of smoke was noticed at the working element block. The generator stopped working and gave a report of "no output." Surgeon completed the procedure with monopolar equipment. No injury to the pt was reported